Manufacturer narrative:
The patient was not sure about the reported lot number since the actual suspect device and packaging were discarded. The reported lot is based on his current stock of catheters 6 weeks after the reported incident.

Event description:
Patient (user) experienced pain and bleeding upon withdrawal of catheter. The next day he experienced bleeding again after catheterization so he went to the ER. At the ER he was examined and catheterized by a nurse and experienced more pain. The doctor prescribed an antibiotic because he thought the patient may be getting a urinary tract infection (uti). The patient took the antibiotic for 10 days and recovered fully. The patient did not see anything wrong with the catheter but assumed it was a burr which caused the pain and bleeding.